Manufacturer narrative:
It is unknown if the device will be received for evaluation; a device history should be performed.

Event description:
The event occurred on an unspecified date and involved a tego¿ connector where the customer reported that as the plunger was pulled back, the entire syringe released from the end of the connector cap, and air began to be sucked into the exposed lumen. The clamp was immediately closed. Upon inspection, the customer stated that the rubberized coating on the tego connector cap had torn and the seal inside the end of the cap pulled out resulting in the syringe sliding off and air exposure. The home hemodialysis (hhd) registered nurse (rn) was immediately notified. Approximately 0.5ml of air and 5ml old blood removed from lumen with fresh 10ml syringe without resistance. There was patient involvement bur harm was not reported as a consequence of this event.